Event description:
In 2008, pt went into or for laparoscopic inguinal hernia repair. During the procedure, a detach a tip shaft, multiple use dissector curved (maryland) was used. It was noted that there was a place of plastic that sheared off the instrument into the pt's abdomen. The surgeon found a second piece of plastic and elected to perform an open exploratory laparotomy and found a third piece. The pt subsequently returned to the or on a week later to rule out small bowel obstruction.